Event description:
Pump alarming error code 13. Company says this is a motor failure - needs to be returned to them; 16th pump with this code since late (B)(6) (pumps were purchased and put into service (B)(6) 2010).